Event description:
Device received from USA for service. During servicing the device hose damage was found. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "hose damage" could be confirmed. During service the device hose was noted as torn in the pre-repair assessment non-conformance. If additional information becomes available a supplemental report will be submitted. (B)(4).